Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Additionally, it was reported that this pacemaker detected high out-of-range pace impedance measurements along with loss of capture and noise on the right ventricular (rv) channel. A lead fracture is suspected by the health care professional (hcp), who also notes that a recent chest x-ray shows rv lead migration. Technical services (ts) recommended vigorous patient testing to evaluate for lead impairment. No adverse patient effects were reported. The pacemaker and rv lead remain implanted and in service. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Additionally, it was reported that this pacemaker detected high out-of-range pace impedance measurements along with loss of capture and noise on the right ventricular (rv) channel. A lead fracture is suspected by the health care professional (hcp), who also notes that a recent chest x-ray shows rv lead migration. Technical services (ts) recommended vigorous patient testing to evaluate for lead impairment. No adverse patient effects were reported. The pacemaker and rv lead remain implanted and in service.